Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the pump reached eos (end of service) and was not replaced in time due to miscommunication. Per the reporter, the patient went into withdrawal. Additional information was received from the patient on 22-jul-2025 who reported that they had to be hospitalized twice over 3 weeks. The patient was given pain meds and put on a pain pump beside the bed. The patient was put on 12hr release morphine and 20mg oxycodone every 3 hours. The physician took away the morphine and only gave the patient oxycodone every 6 hours, so per the patient they suffered with pain and withdrawal ever since. The patient¿s pump was replaced.